Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The insulin pump was received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing endcap sticker and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. Product is being replaced.